Event description:
During a percutaneous transluminal angioplasty there was a balloon burst at 11 atmospheres of pressure. The lesion was calcified. There was no patient injury reported. This product will return for evaluation and testing.